Event description:
It was reported the patient had a ¿boggy,¿ raised area around the lumbar incision for an unknown period of time. The patient was in the operating room on the date of the report for exploration of the lumbar surgical site, where a catheter spinal segment had been left in the body from a january pump explant (see manufacturer report # 3004209178-2014-01209 for this event), and possible re-implantation of the pump and catheter. There was no pus noted upon opening, but there was significant granulation tissue that the surgeon attributed to chronic inflammation. The remaining catheter and anchor were removed. Sample tissue form the site and catheter were sent for culture. Infectious disease was consulted post-operatively to determine the necessary course of action prior to re-implantation of the system. There was no alleged product issue. The patient was hospitalized as a result of the event. The patient status at the time of the report was ¿alive- no injury.¿ there were no drugs in the catheter segment.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the gablofen delivered by the previously implanted pump (see manufacturer report # 300 4209178-2014-01209) did not have any correlation to the patient symptoms or the granulation tissue found. The patient was also taking baclofen and benzodiazepine. There were no additional symptoms besides the red/boggy incision. The mass was diagnosed by visual study and the catheter was removed in (B)(6) 2014. There was no recent increase in the patient's usual pain or recent escalation of intraspinal medication dose. There were no new or different sensory complaints or paresthesias. There was no bowel or bladder incontinence, no new or increased weakness and no other pertinent symptoms. A culture was done and (B)(6) was cultured. The patient status at the time of the report was "re-implanted."

Manufacturer narrative:
(B)(4).